Event description:
It was reported that the programmer was having intermittent wireless telemetry and/or intermittent telemetry with the rf head. The issues started in july about the time they boosted their telephone signals. Technical support (ts) explained that should not affect the telemetry. Ts spoke with the sales representative (sr) associated with this clinic and asked them to replace the programmer and move this programmer to another area in the hospital and monitor the programmer's operation. A health professional from the hospital let ts know that they noticed that there was a 4 ft florescent light mounted about 1 foot above the programmer screen and what appeared to be considerably more noise on the ECG display when the light was turned on. Ts called sr to see if a device could be checked with the light on and off and if it affected telemetry. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).